Event description:
On (B)(6) 2024 a local dme, performance home medical, provided us with a phillips trilogy evo and did not disclose that it is currently part of an active class 1 recall. We found this out ourselves when troubleshooting the machine (the mask fit or pressure wasn't working out for my husband). I matched the serial number to the recall and reached out to the company who told me that it wasn't recalled - even though the serial number says it is. I'm not sure why they're distributing recalled ventilators, with no warning, to terminally ill als patients.